Event description:
Complainant alleged that paramedics were treating a pt (age and gender unknown) for a cardiac arrest. The monitor indicated that pt was in ventricular fibrillation. Paramedics charged device to 200 joules and applied the paddles to the pt, but the device would not discharge. The paramedics attempted to defibrillate the pt several more times, but with no success. Paramedics then unplugged the paddles, and then reattached them to the device. They were then able to defibrillate the pt. The pt then was in asystole. According to the complainant, "the delay in shock was only approx 30 to 60 seconds." The pt did not require add'l defibrillations during the call. The paramedics then paced the pt using multi-function electrodes, "and paced with the tcp with electrical, but no mechanical capture." The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the alleged malfunction.